Event description:
Towel clips used to hold surgical drapes together apparently punctured coating of pencil wire when pt moved on the or table. At the end of the surgery, while removing drapes from the pt, a burn was noted on the pt's posterior aspect of his left calf. Energy from the exposed wire transferred to the drapes and then to the pt's calf.